Event description:
The hcp reported that the patient did receive perioperative antibiotics. The patient did not have meningitis. The symptoms of infection were fever, redness, swelling, drainage, and incisional wound opening. The primary location was the lead track. The patient was treated with both IV and oral antibiotics. The patient also had a partial system explant. The patient's neurostimulator was replaced due to battery depletion. At the same time, the extension was replaced. It was reported that the infection was ongoing. Reference MFR report #3004209178200800503.

Manufacturer narrative:
Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.